Event description:
We received the medwatch form 3500a from our customer: joerns healthcare and it stated as below: it was reported to the manufacturer by the end user, per the end user, the patient jerked to the left and went side ways in the sling. The black disk went over the hooks of the cradle and the sling cam off the hook of the cradle. The patient fell to the floor. The patient was sent to the hospital and sustained a laceration to left occipital, bilateral interstitial prominence per chest x-ray and spinous process c7 fracture and left first rib fracture per CT of spine. As of this writing, not yet obtained any update news for this lift.